Manufacturer narrative:
Upon further investigation, the following has been reported that the issue was found outside of clinical use. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
B4:23sep2021. The authorized service personnel (asp) performed a controls test and confirmed nav-ring does not function correctly. The asp replaced the front bezel and performed a test and verification. The unit is approved for use. The rear bezel, top, and side covers have minor cracks advised the customer to replace them.

Manufacturer narrative:
Date of report: 31aug2021. There was no patient involvement.

Event description:
The customer reported that the settings cannot be changed via nav ring or touchscreen. The customer reported that the unit was not in use on patient. The customer contacted product support and confirmed that settings change on their own without input via the nav ring or touchscreen. Product support created onsite wo for nav ring (front bezel replacement). Further information is pending.